Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure an "e22 - motorpack error" message was generated by the aquabeam robotic system when approximately 75% of the treatment had been completed. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was discarded at the user facility. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 22c00007 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece a root cause for the reported event could not be determined as the aquabeam handpiece was discarded at the user facility. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.